Event description:
It was reported that upon difficulty with inserting the 5-6-5 lead the surgeon decided to just implant 2 perc leads. A 37702 stimulator was also implanted. Following implant, in recovery, the patient was unable to move legs. The following day the 37702 and 2 perc leads were explanted. The patient was currently in rehab trying to regain sensation and use of her legs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565, lot # unknown, implanted 2012-(B)(6), explanted 2012-(B)(6); lead model # unknown, lot # unknown, implanted 2012-(B)(6), explanted 2012-(B)(6); lead model # unknown, lot # unknown, implanted 2012-(B)(6), explanted 2012-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still paralyzed in both legs and would be getting a pump implanted in the next couple of weeks.